Event description:
It was reported that while using bd facscanto¿ ii flow cytometer leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "quick coupling (waste connection to the main system) leaking¿ is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Waste. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "quick coupling (waste connection to the main system) leaking¿ 1. Is the leak fluid or air? ¿ fluid. 2. Was the leak contained within the instrument? ¿ no. 3. Was the fluid actively spraying about outside the machine? ¿ no. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? ¿ waste. 5. Did the leaked liquid have bleach mixed in? ¿ no. 6. Was anyone injured due to the leaked liquid? ¿ no".

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). Problem statement: customer reported complaint regarding leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. Complaint trend: there are 5 complaints related to the issue of leakage of biohazardous waste not contained within the instrument due to a cable, wiring, connector, or fittings failure (pr: (B)(4)). Date range from (B)(6) 2021 to date (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part # 338960, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, and the root cause of the leak not contained within the instrument was a leak in a quick coupling connecting the fluidics cart to the main system. The fluidics cart provides filtered sheath and cleaning fluids to the cytometer and collects waste products, and therefore, an improper connection of tubing via the quick coupling can cause waste leakage. The quick coupling was identified to be leaking and was replaced. There were no cases associated with issues of leakage after this, so the instrument is very likely performing as expected with no further leaks. The part was not requested for evaluation because it is not returnable and was discarded. The leakage was identified to be biohazardous waste, but there was no skin contact. No customer was harmed or injured by this leakage and no medical treatment was required. Although this product is used for clinical diagnosis, there were no erroneous results reported or used to treat patients. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: n/a, case # (B)(4). Install date: 23oct2006 defective part number: n/a case comments: subject / reported: bd facscanto ii, ic30031, repair problem description: quick coupling (waste connection to the main system) leaking work performed / solution: (16-may-2022 4:33 am) quick coupling (waste connection to the main system) leaking (16-may-2022 4:35 am) solution: quick coupling replaced returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management files part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea were reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. Item: 4. Quick disconnect function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. Initial severity: 9 potential cause(s)/mechanism(s) of failure: waste fitting leaks initial occurrence: 6 current controls: 1. Pump compensates for leaking. Initial detection: 1 initial rpn: 54 recommended actions: n/a responsible party: n/a target completion date: n/a actions taken: n/a mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause was due to a leakage in the quick disconnect coupling i.e. The waste connection to the main system. Conclusion: based on the investigation results, the root cause of waste leaking outside the facscanto ii was a leakage in the quick coupling i.e. The waste connection to the main system. This issue was confirmed, and the quick coupling was replaced. There were no cases associated with issues of leakage after this one, so the instrument is very likely performing as expected. No one was harmed or injured, and no medical treatment was performed due to the waste leak. Moreover, no erroneous results were reported that may have affected patient diagnosis. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.